Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: patient got admitted with pre-op diagnosis loose hardware, possible pseudoarthrosis. Patient underwent following procedure removal of hardware t10-s1. Excision of nonunion l4-l5. Re-instrumentation l3 through s1 for re-grafting with local bone with local bone graft, bone matrix, and bmp. Per op-notes: ¿local bone was harvested with an osteotome from the fusion mass. One bmp sponge was placed into each of the non-unions, followed by local bone, followed by trinity bone matrix.¿ no patient complications were reported.

Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l3-4, l4-5, and l5-s1 using rhbmp-2/acs at multiple vertebrae. Reportedly, post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. The patient received significant medical treatment. The patient has never recovered from the surgery and continues to suffer from daily, disabling pain that prevents him from performing many basic activities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.